Manufacturer narrative:
H6: evaluation codes updated. No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a no disposable alarm. Per reporter, some troubleshooting had already been attempted. The tubing was clamped, the cassette was removed and was tapped on the hard surface but after reattaching it, the alarm returned. The device was turned off and the tubing remained clamped. Rate was 1ml, reservoir volume 11ml and given 87.5ml. The device was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.